Manufacturer narrative:
This report is submitted on april 18, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in fixture loss (date not reported). Clinical management is ongoing.